Event description:
It was reported that the colonovideoscope light was intermittently turning on and off. The issue occurred during a colonoscopy procedure, which was completed using an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation; scope communication error (b30) and black image a root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction is traced to component failure. Additionally, cause of the black image and scope communication error (b30) is attributed to failure of the plug unit, likely due to moisture intrusion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.